Event description:
Pt developed a post-operative fever of 102-104 degrees farenheit and required an extra day of hospitalization. Blood test results were negative. The pt's condition is reported as ok.